Event description:
During repair of a wallstent (boston scientific) restenosis, this balloon ruptured at 7 atmospheres when inflated with an indeflator. The patient was male (age unk). The stent was located in the superficial femoral artery (side unk). There was no information regarding size of the stent, the date the stent was implanted, or the index procedure. The characteristics of the lesion are unk. There is no information as to if there was any difficulty accessing the lesion with a guidewire or crossing the restenosis with the balloon. When the balloon was inflated with an indeflator, it ruptured at 7 atmospheres. The balloon was carefully removed from the stented lesion and another balloon was used to successfully re-open the restenosis. There was no reported injury to the patient.

Manufacturer narrative:
It was reported that the balloon ruptured. The intended procedure was angioplasty of an in-stent restenosis of a boston scientific wallstent, located in the superficial femoral artery. The vessel was described as moderately calcified and mildly tortuous. The amiia balloon was advanced to the lesion and inflated using an indeflator, however, the balloon ruptured at 7 atm. It is unk if difficulty was experienced while advancing the balloon catheter to the lesion or while crossing the lesion. The device was not returned to cordis for analysis; therefore, it cannot be confirmed if there was evidence of surface abrasions on the outer surface of the balloon material that might have caused the balloon rupture. In this case, lesion/vessel characteristics may have contributed to the reported event. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.